Event description:
It was reported the physician planned to implant a resterilized scs lead ((B)(6)). The st. Jude medical rep advised the physician that the lead should not be implanted. The physician elected to proceed with implanting the lead. No adverse effects have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.